Manufacturer narrative:
Follow-up report #1: correction (B)(6) 2017. Further troubleshooting of monitor sn (B)(4) determined that the j1000 jumper did not cause the pulse test failure. The cause for the failure was isolated to a shorted q3 transistor on the computer/analog pca. The root cause for the shorted transistor could not be positively identified. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor failed incoming pulse testing. The cause for the failure was isolated to a loose j1000 jumper on the computer/analog pca. The jumper was loose. The root cause for the damaged j1000 jumper could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor failed incoming pulse testing. The cause for the failure was isolated to a loose j1000 jumper on the computer/analog pca. The jumper was loose. The root cause for the damaged j1000 jumper could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.